Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected battery power loss anomalies noted. Device received with broken battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case display window corner, stained end cap sticker and stained address or serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump loses power without any alarm signals. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.